Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a malfunction. The patient underwent a surgical intervention to deactivate the lead and implant a similar product. The deactivated lead remains implanted. No additional adverse patient effects were reported.